Event description:
The system failed during phacoemulsification. Converted to ecce. Pt lost vision in the eye.

Manufacturer narrative:
H-10: a-2, -3, -4: customer returned questionnaire with additional patient information. B-2: hospitalization - prolonged; disability added. B-6, -7: none. D-10: none. H-11: b-3: date of event changed to july. F-6: date changed to july. H-8: changed to initial use of device.